Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was cracked/damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/31/2017 with the following findings: during investigation, multiple cracks were observed in the battery compartment. A leak test was performed and a leak was identified in the battery compartment. Unrelated to the original complaint, moisture was observed under the display lens. The pump was opened and moisture damage was identified throughout all internal components. The pump was unable to be powered on.